Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the device alarms were all triggered as designed due to a completely depleted internal battery. There was no fault found with the returned device. The device was serviced and returned to the customer. Resmed's risk anaylsis for these failure modes concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed (B)(4) that an astral device displayed a system fault message resulting in an unexpected restart and power failure of the device. There was no patient injury reported as a result of this incident.